Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR's were submitted for this event. Please see report(s): 00018250-2018-00118. Report source: foreign. The event occurred in (B)(6). Not returned to manufacturer.

Event description:
It was reported that during a revision procedure the surgeon had difficulty removing the poly liner. Initially, the surgeon attempted to remove the liner using an extraction tool. When that process failed, a drill and screw was used to remove it. While in the process of removing the liner, the cup migrated. Attempts have been made and no further information is available at this time.